Event description:
It was reported that the customer's insulin pump had a blank display. The customer also reported cracks around the battery compartment. Customer's blood glucose level at the time 225mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corners and minor scratches on the display window.